Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead was switched in the header of the device and placed in the right ventricular port. The lead had oversensing, noise and had triggered lia (lead integrity alert). It was also reported that there was a concern of the device having a setscrew or connection issue. It was also noted that the patient has a foot device applied to promote healing in the lower leg. Both the lead and device remain in use. No patient complications have been reported as a result of this event.